Manufacturer narrative:
Device passed the displacement test. Device received with all buttons responding properly. No unresponsive keypad/button error alarms noted during testing. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Pump error 63 alarmed during self test and confirmed in device history file due to a broken trace at keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. Customer confirmed that the keypad was puffed. Customer confirmed that insulin pump was exposed to altitude. Customer was asked to observe the time display and they confirmed that it was advanced. Customer confirmed that they hear the differences between the two audio beep volumes 1 to 5. Customer was advised to stop using the insulin pump and to return to back up plan as per health care professional's instructions. No further details given. The insulin pump will be returned for analysis.